Event description:
During this percutaneous coronary intervention (pci), the pt rec'd two cypher stents in the left main anterior descending (lad) and the left main (lm), coronary arteries in 2006. But the first cypher was not clear under x-ray. There was no problem with the second cypher.

Manufacturer narrative:
Please note that "other" has been chosen as the device problem code since a code for inadequate radiopacity is not available. Also note that this drug-eluting stent is not sold or distributed in the united states, however, it is similar to a drug-eluting stent that is sold and distributed in the us. Add'l info will be submitted within 30 days upon receipt.